Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion" on (B)(6) 2016 and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included normal delivery (live child), postpartum hemorrhage, uterine bleeding, paratubal cyst, menorrhagia, von willebrand's disease, achalasia, polyp colorectal, tonsillectomy and ovarian cyst. Concomitant products included nifedipine. In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with topiramate (topamax) and surgery (robotic-assisted total laparoscopic, hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, migraine and pelvic pain to be related to essure. The reporter commented: current weight 190 lbs. The left ostia was implanted with the essure implant with approximately 2-3 coils trailing. The right fallopian tube had a malfunction of the essure apparatus and a second coil was placed in the right fallopian tube. In retrospect it is possible that she may have to coils in her right fallopian tube with one coil trailing on the right side. She had some discomfort from the right tubal implantation. Discrepant information regarding date of birth-previously reported 28may1982 now in current information (B)(6) 1992. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received events " abdominal pain and dysmenorrhea (cramping)" were added. Outcome of events " pain, other" were updated as recovered. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion" on (B)(6) 2016 and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included normal delivery (live child), postpartum hemorrhage, uterine bleeding, paratubal cyst, menorrhagia, von willebrand's disease, achalasia, polyp colorectal, tonsillectomy and ovarian cyst. Concomitant products included nifedipine. In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with topiramate (topamax) and surgery (robotic-assisted total laparoscopic, hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the migraine was resolving. The reporter considered migraine and pelvic pain to be related to essure. The reporter commented: current weight (B)(6). The left ostia was implanted with the essure implant with approximately 2-3 coils trailing. The right fallopian tube had a malfunction of the essure apparatus and a second coil was placed in the right fallopian tube. In retrospect it is possible that she may have to coils in her right fallopian tube with one coil trailing on the right side. She had some discomfort from the right tubal implantation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received. This case is incident now. Events -migraines / headaches, pelvic pain, endometrial ablation performed concomitantly with essure insertion and did not undergo essure confirmation test were added. Essure removal procedure was received. Patient's medical history and concomitant medications were added. Outcome of pelvic pain and migraine were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.